Event description:
It was reported that a manufacturing representative (rep) met with a patient yesterday to do a physician mode recharge (pmr) for an overdischarge. They did one pmr and the patient went home and fully charged the implantable neurostimulator (ins) last night. The rep told them to check the device in the morning to make sure it had enough charge as they were going to meet today for a reprogramming session. They called the rep on the cell phone on the way to the appointment stated that they could not get over 2-4 bars while they were driving. When the patient walked into the clinic, she was able to get all 8 bars easily. As they were driving away, they stopped in the parking lot due to not having good coupling again. The rep was able to reposition the antenna and get all 8 bars. When they were back in a remote location, they were not able to get coupling bars. They thought that the geographical location mattered as they got good coupling in the city but not in the remote location where she lived. It was also noted that the patient also had never been able to charge normally. When the rep ran through the screens and the normal recharging screen, the patient admitted to seeing the normal recharging screen. The rep thought it was more of a cognitive issue for the patient. It was later reported that the cause of the overdischarge was the patient not maintaining her system and the event was not device related. The patient was experiencing g her regular pain pattern. The patient and daughter were trained repeatedly and able to demonstrate charging. The patient was able to charge normally and receiving effective therapy. The rep saw the patient on day after the charge for a reprogramming session with good results. It was later reported that as of yesterday the patient could not get any coupling bars shaded. Previous to yesterday she was able to get 6-8 bars shaded. It was noted that she never really used a belt and had tried getting into different positions to see if this would help. She tried turning the antenna dial and repositioning the antenna. She had not had any falls or trauma but felt it was a little swollen around the implantable neurostimulator (ins). She thought one side felt deeper than the other but it was unclear if the patient meant the ins was tilted. The patient was recommended to use the antenna locate feature, which she tried and the implantable neurostimulator recharger (insr) showed pr-av 4.2. It was noted that meeting a rep last week she was able to get it charging again. She had charged her ins since then and she had been able to get 6-8 coupling bars until yesterday. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).